Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had the pump refilled in the physician's office on (B)(6) 2019. The hcp reportedly had difficulty accessing the refill port and when the needle was pulled out, there was fluid leaking from the injection site. The patient felt woozy and lightheaded, but was told to go ahead and leave. On the hour long drive home, the patient had to make several stops because he was so lightheaded and sleepy. The patient felt he was overdosed. Once home, his sister and friend checked on him throughout the night. The issues had resolved by the next morning. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.